Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital. A patient advocate indicated that the patient had an arrhythmia for which the local field representative made some programming changed. The patient advocate indicated that the patient went into heart failure and the device did not deliver therapy. The patient was externally shocked which was successful. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.